Event description:
Information received indicates there are no functions working from the intermediate siderails.

Manufacturer narrative:
The technician found the siderail cables were defective. The replaced the siderail cable assemblies to repair the bed.